Manufacturer narrative:
Concomitant medical products: section other relevant device(s) are: product ID: 9733763, software verion #: (B)(4). No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial biopsy procedure. It was reported that the site was unable to see the 3d model. Technical services (ts) had sent over the scanner mask settings for the system to open with a linux window. The site had proceeded with the procedure, but ts and the local representative (cs) over the phone were able to change the settings. There was a reported delay to the procedure of 25-30 minutes. There was no reported impact to the patient.

Event description:
Additional information was received and it was confirmed that trouble shooting was completed at the time of the event to resolve the issue. Once the scanner mask setting were changes the software generated the 3d with no issues. Probable cause was noted, and the pixel value or settings from the hospitals CT scanner must of changed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software analysis was completed, and no failures were found. (B)(4). If information is provided in the future, a supplemental report will be issued.